Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Sensor was inserted in the patient's arm. Patient did not use the same bg meter to measure bg values. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate readings was confirmed. However, it was reported that the patient did not use their routine bg meter to calibrate. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. The patient also inserted the sensor into their arm. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).